Event description:
It was reported that the cartridge was leaking and the user experienced elevated blood glucose reported at 401 mg/dl while using the ilet with subcutaneous insulin from a pen; after changing supplies and properly filling the tubing until drops were observed, blood glucose decreased, and troubleshooting and education were completed. Customer care provided support that included telephone-based troubleshooting and user education regarding correct fill and priming technique. Investigation of this case revealed a use-related issue consistent with inadequate tubing fill leading to under delivery, with the cartridge and infusion pathway implicated. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution after supply change and proper priming. It was concluded, based on previously established findings for similar reports, that user technique during setup and priming was the most probable cause.